Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Additional information received on (B)(6) 2012. A mayfield modified skull clamp was reported to have a problem with the ultra base unit - in the teeth of the transitional member. The problem was found during a craniotomy while the patient was anesthetized. As a result of the problem there was a delay in surgery for approximately 20 minutes. The patient incurred a "scar" on the skin below the pins. The patient was treated for the injury however, the specific treatment was not provided. A replacement product was available to be used. The patient outcome - ok.